Event description:
The periodontist had to re-open the closed site with the complication of a sinus tract stomas and poor and non-healing sites until the atrisorb and bone grafting material were removed. The periodontist retreated the extraction site with another product, and no sequelae are believed to have resulted. The perodontist reported that he thought that the pt's symptom was definitely related to product use. No add'l pt follow-up is planned.